Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead. Product ID 977a260 , serial# (B)(6), implanted: (B)(6) 2022, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 08-apr-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 11-apr-2026, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that about 1-2 weeks ago the patient got an error message on the remote: "settings not available". The patient stated the book said to change groups. The patient changed from group a to b but they got the message on that group as well. The patient stated the charge of their ins was not decreasing. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned they just changed hcps. An email was to sent to the field alerting them to the hcp change. Additional information was received, it was reported the cause of the settings not available was a couple of electrodes in the patient's back was not working. The patient met with their representative to fix the problem. The issue was resolved.